Event description:
Additional information was received. The manufacturer representative (rep) reported that the ins charged only for couple of weeks then failed to recharge and was unable to connect to the programmer. Again during exploratory surgery, some lead superficial. Resited. Charging issues resolved.

Manufacturer narrative:
Continuation of d10: product ID 978a128 , serial# (B)(6), implanted:(B)(6) 2022, product type lead . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The rep reported cause was unknown. Patient indication for use was urgency frequency.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had issues with recharging. They were unable connect their  battery to the wireless recharger. No cause known. The patient was issued a total of 4 new recha rgers  but none worked sufficiently. The customer coupled all the new rechargers but none of them worked so exploratory surgery was undertaken on (B)(6) 2024. During revision surgery, the patient's battery site was opened and the surgeon was able to see that the lead had moved and was positioned over a small corner of the battery. The lead was then repositioned so that it was clear of the battery and was sutured in place, to avoid a repeat of the issue. The battery was then connected to the wireless recharger and was able to charge freely. An impedance test was carried out before closing the incision and all impedances were in range. Issue has been resolved.

Manufacturer narrative:
Concomitant medical product: product ID 978a128 lot# unknown product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: unknown, ubd: unknown, UDI#: unknown g2: country united kingdom medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.